Manufacturer narrative:
Bed located in bedshop. Tech found the head hi/low drifted down overnight. Cause: valve sticking open. Replaced the valve to resolve this issue.

Event description:
Info received that the head hi/low drifted down overnight. No injury reported.